Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during an endoscopically performed biliary drainage (epbd) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, a pinhole was noted. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Block e1: initial reporter facility name: (B)(6). Block h6: problem code 1504 captures the reportable issue of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during an endoscopically performed biliary drainage (epbd) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, a pinhole was noted. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.